Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to a pocket erosion and infection. Reportedly, the patient was offered to be transferred to technical services to express the concerns further but declined. There was no additional adverse patient effects were reported. This ra lead remains in service.